Event description:
Medtronic received information that this bioprosthetic valve was removed, due to stenosis. The device had been in service for approximately one year. The surgeon reported that there were no device related patient complications due to the performance of the device.

Manufacturer narrative:
Evaluation results: other - device history review found the product met specifications when released for distribution. Analysis: a valved conduit that was cut open measuring 7 cm was received for analysis. Samples of conduit wall and leaflet tissue, cut 2 mm wide, appear to have been removed for histopathology. All existing leaflets are flexible. All leaflets are cut through the mid-section for histopathology. One commissure appears intact. The other two commissures appear to have been cut during explant. Glistening off white pannus extends along the outflow and appears to have reduced the outflow orifice area. Pannus on the outflow orifice extends slightly into the inner lumen. Radiography shows trace mineralization in the host tissue on the outflow orifice. The DHR for this device was reviewed and no issues were revealed that would have impacted this event. Conclusion: reduced performance of the device due to host tissue overgrowth. The device was explanted and replaced without reported patient complication.